Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank due to a damaged electronically erasable programable read-only memory component. The pump had power as evidenced by the functioning audio tone and vibration. Investigation did not duplicate the alleged ¿no power¿ issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.